Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event per rep - (B)(6) 2025 - it would not unsheath the stent. When they pulled back on the black device to meet the handle, it would not pull back. They removed the device and successfully completed the procedure with another device of the same type. Patient/event info - notes are images of the device or procedure available? N/a, yes, no -no. Did the patient have pre-existing conditions? N/a, yes, no (if yes, please specify) -unkr. Please describe the native state of the vessel (i.e., was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other (if other, please specify) -n/a. Was a stent previously placed during previous procedures? N/a, yes, no -no. Was the device used percutaneously? N/a, yes, no -yes. Where on the patient was the percutaneous access site? -direct stick by liver. Was the access site jugular or femoral? N/a, jugular, femoral other (if other, please specify) -direct stick by liver. What disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? (If other, please specify) -other, some type of cancer. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral -n/a. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no -yes. What was the target location for the stent? -portal vein. Details of access sheath used (name, fr size, length)? -8 fr x 11 cm bright tip cordis. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no -yes. Details of the wire guide used (name, diameter, hydrophilic)? -.035 amplatz, not hydrophilic was resistance encountered when advancing the wire guide to the target location? N/a, yes, no -no. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no -no. If resistance was met, how did the physician address this? -n/a. Did the tip of the delivery system cross the target location? N/a, yes, no -yes. Did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no -yes. Did the user push the hub during deployment? N/a, yes, no -no. Did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no -yes. Was the stent deployed smoothly/without resistance? N/a, yes, no -not deployed was the stent fully deployed in the patient? N/a, yes, no -no. Was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no -no. Was post dilation performed after the placement of the stent? N/a, yes, no -not with this stent. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no -no. What intervention (if any) was required? -none. Was the secondary intervention performed during the same procedure as the device. Failure or was it scheduled for another day? N/a, same procedure, another day -n/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (please specify if yes) -no.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2282060 of zvt7-35-80-12-40 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 02 december 2025. The lab and lab attendance can be viewed in the ¿examination of returned device¿ section of the product returns object. Observations from the lab evaluation were as follows; red safety tab not returned, device returned with handle in partially deployed position, white distal tip examined and no issue observed, outer sheath examined and no issue observed, device flushes without issue, 0.035" w/g inserted through device without issue, handle able to be pulled back without issue but no stent in device to deploy. The reported failure was not observed. Clarification was requested from the rep after the lab evaluation as to when the stent had been deployed and this was confirmed to have occurred outside the patient. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (zil-014) (quill force oos) was noted for 1 device on this work order; however, this part was subsequently scrapped and would not have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. As per the instructions for use, ifu0091 which informs the user about indications for use "the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction¿. As per medical advisor portal vein stenting which is considered off-label/abnormal use is unlikely to have caused the complaint issue as per section 6.6.3 of (B)(4) rev008 this event will be documented in the pms log. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. No issues were observed with the complaint device and the stent had already been deployed before return of the device for evaluation. A possible root cause for the complaint issue could be attributed to difficult patient anatomy or other challenging vessel conditions which can contribute to increased resistance when trying to retract the device handle to the hub and leading to the stent not being able to be deployed. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-de.c-25.